Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert before issue resolved on its own. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies, issue did not cause pump shutdown or prevent pump from turning on, and pump eventually began charging so no further assistance was required from technical support.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.